Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) for ventricular tachycardia. The rhythm converted to sinus tachycardia (st) and the patient received several inappropriate shocks. The device remains in use. No further patient complications have been reported as a result of this event.